Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty switch harness. In addition, a missing main switch, top cover deep scratch, front panel label fading, heavy dust inside unit, and abnormal sound air pump were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source power switch cannot be turned on. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power does not remain on due to a failure of the switch bracket harness. Detailed content could not be ascertained for the cause of no power switch. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.